Event description:
The facility's biomed reported an infusion pump with an 812:00 failure code. The customer stated to baxter tech support that this pump was not involved in a pt incident this time or since last serviced by baxter. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved or the set up of the infusion device.